Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the piston rod was not retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/25/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/11/2016 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of a motor rewind issue. During testing, the pump rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no rewind issues. The keypad was found to function appropriately. The pump case was removed and no evidence of the corrosion or damage was found on the motor flex connector was observed. The complaint of a motor rewind issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim and discolored.